Event description:
The patient was on a transport ventilator, and staff were at the bedside obtaining blood work. Suddenly, the patient's oxygen dropped to 77% and it was found that the ventilator turned itself off without warning. The ventilator was then removed from service and sent down to the biomed department for quality checks. During those checks, it was found that the ventilator likely has a faulty battery as it would display a charge, then suddenly drop the charge without warning. The ventilator is being sent back to the manufacturer for further investigation.